Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon and water leaked from the valve just after placement.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as manufacturing related. The evaluation found a pinhole on the rubberize layer had caused urine to leak out. Origin of the pinhole was evaluated under microscope and noted to be round and could be caused by the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon and water leaked from the valve just after placement.